Manufacturer narrative:
Catalog #: unable to determine which of the broken screws are associated with the provided catalog numbers. Based upon the condition of the returned hardware, it appears that eleven of the twelve 2.7mm locking screws broke postoperatively. The catalog numbers are as follows: 02.211.030 x 3, 02.211.028 x 4, 02.211.018 x 1, 02.211.032 x 2, and 02.211.026 x 2. Subject device has been received. Device evaluation anticipated but not yet begun.

Event description:
Pt with arthritis was implanted with plates and screws for a midfoot fusion on (B)(6) 2011. Pt returned to operating room on (B)(6) 2012 for removal of hardware due to non-union. One of the plates broke postoperatively and screws postoperatively. Surgeon removed all hardware and pt was revised to new plate and screws. Based upon the condition of the returned hardware, it appears that eleven of the twelve 2.7mm locking screws broke postoperatively. This is the 10th of 12 reports submitted on this event.